Event description:
Additional information received reported that the patient had not decided on the lead revision yet. He was not thrilled with having to go through another surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was going to have his follow-up appointment in 3 days. It was later reported that it sounded like the patient needed a lead revision. The manufacturing representative (rep) was not sure if he was going to go through with it because of a high deductible on his insurance plan. It was noted that his battery was working fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7 4002, lot# n397391, implanted: (B)(6) 2014, product type: adapter; product ID 3487a, lot# j0455131v, implanted: (B)(6) 2005, product type: lead; product ID 7489, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3487a, lot# j0455131v, implanted: (B)(6) 2005, product type: lead; product ID 3487a-45, lot# j0455131v, implanted: (B)(6) 2005, product type: lead; product ID 3487a-45, lot# j0455131v, implanted: (B)(6) 2005, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had not decided to proceed with a revision, and probably would not.

Event description:
It was reported that there was a loss of therapeutic effect. Since the implantable neurostimulator (ins) was replaced in (B)(6) 2014, there was stimulation in the wrong location; the patient had not been getting stimulation in target area of low back. The patient had fusion in l3-4 area and this was the area of pain. He met with a manufacturing representative to try to recapture stimulation in the back. With reprogramming, the patient only felt some tingling in both legs with some electrode combinations and with other combinations, but he did not feel any stimulation up to 10.5v. And he did not get any stimulation in the back area during reprogramming. It was noted that impedances were not measured during this visit. The patient also had a shocking or jolting sensation. He sometimes got a jolt that went from his buttock up to his back. X-rays had been done of the system/leads, but the results were not known yet. The manufacturing representative met with the patient a week later and measured impedances. With #0 as reference: 1 = 2532; 2 = 3106; 3 =5124; 4 =18669; 5, 6, and 7 were all >20k. It was noted that the patient had not had any falls or traumas and the ins was at 2.855. The voltage the patient had been using with normal stimulation was not known. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.